Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that during patients' transfer from the bed to the wheelchair the resident fell out on the floor. After the event the device was inspected and no device malfunction was found. The contact person from the facility indicated that the event might be a result of user error. As a consequence of the event the patient sustained laceration on the back of the head the sutures were required.

Manufacturer narrative:
An arjo representative was informed about an event involving arjo maxi move passive floor lift and sling. It was indicated that during the transfer, from a bed to a wheelchair, a resident fell out of the device. As a consequence, the resident sustained laceration on the back of their head. The injury required sutures. After the event, the arjo service technician evaluated the device. The lift visual inspection showed the scratches on the base and mast, which were subject to normal wear and tear. The sling visual inspection did not show any anomalies (there was not found any fraying material or worn clips). The device functional test revealed that lift was working according to manufacturer specifications. No repair was required. It was confirmed that appropriate sling size was used for the patient during the event. During the visit, a customer representative indicated that the user error might lead to a patient fall. Unfortunately, the customer did not provide any further details regarding the event circumstances. Therefore, the exact root cause of the problem could not be defined. To sum up, the device was used for the patient transfer and in that way played a role in the incident. There was no indication of technical failure within the lift or the sling which might have contributed to the event. The complaint was decided to be reportable based on information that the patient fell out of the device and sustained serious injury as an outcome of the event.